Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6011558 have already been previously tested in the complaint (B)(4) on 26/jun/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6011558 was manufactured according to the work instruction (wi) version 12 and packaging in the line 5, on 25/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/jul/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6011558 and one complaint more has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint more has been registered in database for the same lot and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The reference samples for the lot 6011558 have already been previously tested in the complaint (B)(4) on 26/jun/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6011558 was manufactured according to the work instruction (wi) version 12 and packaging in the line 5, on 25/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/jul/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6011558 and one complaint more has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint more has been registered in database for the same lot and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. Blood glucose level was high at the time of the event due to which patient went to an emergency room (ER) and found positive for high ketones level. Patient was thirsty at the time of the event. No further information available.